Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for a 8-year-old male. The patient presented to the clinic with chest tightness and cough on (B)(6) 2025. The following results were provided (customer¿s cutoff <34.2 pg/ml): sid (B)(6): (B)(6) 2025, troponin result= 587.9 pg/ml, (B)(6) 2025, troponin result= 476.7 pg/ml, (B)(6) 2025, troponin result= 528.8 pg/ml, (B)(6) 2025, troponin result= 385.9 pg/ml, (B)(6) 2025, troponin result= 261.9 pg/ml, (B)(6) 2025, troponin result= 353.3 pg/ml, (B)(6) 2025, troponin result= 460.4 pg/ml, (B)(6) 2025, troponin result= 296 pg/ml, after peg precipitation, the result was <1.9 pg/ml. A mindray platform, troponin t= 3.1 pg/ml (reference interval <18.4 pg/ml); troponin I= < 2.4 pg/ml (reference interval <43.5 pg/ml) there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98, troponin-I stat high sensitivity with 510k number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot 77155ud00. A review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 77155ud00 and the complaint issue. In house accuracy testing was completed using panels which mimic patient samples using a retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Per product labeling, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. In this case, per the expected values section in product labeling, the 99th percentile cutoff for male patients in the age range of 21 to 73 years is 34.2 pg/ml (34.2ng/l). Abbott has not established expected ranges for male patients < 21 years old. Based on the investigation the architect stat high sensitive troponin-I reagent, lot 77155ud00 is performing as intended, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for a 8 year old male. The patient presented to the clinic with chest tightness and cough on (B)(6) 2025. The following results were provided (customer¿s cutoff <34.2 pg/ml): sid (B)(6). (B)(6) 2025, troponin result= 587.9 pg/ml. (B)(6) 2025, troponin result= 476.7 pg/ml. (B)(6) 2025, troponin result= 528.8 pg/ml. (B)(6) 2025, troponin result= 385.9 pg/ml. (B)(6) 2025, troponin result= 261.9 pg/ml. (B)(6) 2025, troponin result= 353.3 pg/ml. (B)(6) 2025, troponin result= 460.4 pg/ml. (B)(6) 2025, troponin result= 296 pg/ml. After peg precipitation, the result was <1.9 pg/ml. A mindray platform, troponin t= 3.1 pg/ml (reference interval <18.4 pg/ml); troponin I= < 2.4 pg/ml (reference interval <43.5 pg/ml) there was no impact to patient management reported.